Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device x94h15 number, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic procedure, the clips were fired/ used to clip the cystic artery but did not fully engage. The clip didn't fully close and engage. Just the tip closed/engaged (often used in cholangiogram cases). Surgeon didn't notice at the time so continued to cut the cystic artery. The artery began to bleed immediately and as they couldn't control the bleed laparoscopically, they proceeded to open the patient and perform a laparotomy. At first staff thought it was just that clip applicator with a fault so didn't do anything. Used the same batch number for next case taking care to check that the clips were fully engaged. Realized that there was an error with this clip applier as well. Used clip appliers with different batch/lot number for the rest of the list with no problems. Consequences for the patient was a laparotomy performed and all other complications associated with having a laparotomy over a laparoscopy procedure. The patient lost approximately 2 liters of blood. Unsure of post of consequences and implications on patient's outcome.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2022. The following additional information was obtained: "my apologies for not reporting the second case as I read the feedback incorrectly. Yes there were two different cases. The second case was using a new device from the same batch number as described below. At first staff thought it was just that clip applicator with a fault so didn't do anything. Used the same batch number for next case taking care to check that the clips were fully engaged." Second device issue was from a separate event and was previously reported. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. H10.